Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the patient experienced low glucose after running out of supplies and forgetting to eat, with a measured glucose of 85 mg/dl; they attempted to treat with chocolate without sustained effect and later overcorrected at home, with the device involved identified as the ilet and fast-acting oral glucose used for treatment. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included a significant illness or impairment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.